Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer was not able to administer a bolus. Customer's blood glucose was 102 mg/dl. During troubleshooting, it was found that bolus wizard settings were correct, time and date were correct and basal rates were correct. Insulin pump failed high pressure test twice. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The insulin flow blocked alarm was functioning properly. The pump was received with a scratched case, a pillowing keypad overlay, a scratched keypad overlay, a fading serial number label and minor scratches on the lcd window.